Event description:
Pt in hosp for peripheral vascular disease. Pt had right profunda femoral artery endarterectomy, profunda femoral, arterioplasty, right pfa to peroneal splice reverse saphenous vein graft. After procedure, pt noted to have hand-sized skin lesion on right buttock. Unknown if pressure sore, bovie burn or burn from hypothermia blanket.